Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the bent on guide wire and deformation at tip of dilator. Product was replaced. No harm or death to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
It was reported that the bent on guide wire was found. Failure was detected when it was removed from the vessel. Further, it was also reported that a deformation at tip of dilator was found. The failure was detected when it was removed from the vessel. Customer changed the product during treatment. No harm or death to any person was reported. The affected product was discarded by the customer, therefore sample investigation could not be performed. However, based on received photographical evidence, failure could be confirmed. Based on the investigation results, exact root cause of the failure kink at guidewire could not be determined. The reported failure could be linked to the risk assessment file of the product and possible causes are: -user: application of damaged product. User error: user does not remove the puncture needle before the guidewire is retracted for repositioning. Manufacturing: materials, components or device compromised during production. Material: use of unqualified materials. However, according to the corresponding incoming inspection reports, all tests were passed as per specifications. Further, the non-conformity record review was performed for the related components, and there could not be found any related nc record and corresponding bops are in place and covers the visual control points. Based on the provided the manufacturing documentation by supplier, material related influences are unlikely. The most probable root cause is linked to user mishandling during insertion or retraction of the guidewire through the needle tip. Based on the investigation results for the failure "deformation at dilator", exact cause could not be determined. The reported failure could be linked to the risk assessment file of the product and possible cause is: mechanical energy: unintended repositioning of guidewire in vessel. User error: physical manipulation of dilator. Based on the information that the product was failed after retraction from the blood vessel, any other root causes could be eliminated. These root causes could not be confirmed. The production history record (DHR) of the affected pik 150#insertion kit, guidewire 150 cm with lot #3000385173 was reviewed on 2024-11-18. According to the DHR results, the product pik 150#insertion kit, guidewire 150 cm passed the defined manufacturing and final release specifications. The incoming inspection report of the affected component guide wire (batch # 3000363318) was reviewed on 2024-11-13. The guide wire was checked for the guide wire regarding shapelessness/crimp in the area of tip. There shall not be any openness between wires. Also, the outer dimension was controlled according to the specified limits. All tests were passed as per specifications. Thus, production related influences are unlikely. The incoming inspection report of the affected component fem dilatator 2step_10/12fr (batch # 3000381816) was reviewed on 2024-11-13. The fem dilators were checked visually for excessive sinks, flash, burns, particles, dirt, oil, grease. Also, dimensional controls were performed with cnc measuring device. All tests were passed as per specifications. Thus, production related influences are unlikely. Further, the non-conformity record review was performed for the related components and failures, and there could not be found any non-conformity record related to the consumed batches within the reported finish product in complaint. Besides, basic operation procedures include 100% visual inspection of the components under 2.5x.¿ review of the device history record shows that all related controls were passed, and the components are complied with specifications. Based on these, material related influences are unlikely. The deformation on the dilator was also shared with r&d engineer. Based on the complaint narrative and gathered information, it was commented that the most probable root cause could be assumed to be an user error, due to the obviously applied excessive mechanical force (based of the visually recognizable deformation) while insertion and in addition a significant resistance was felt by the operator. Besides, production employees were informed about the failure "kink at guidewire" on 2024-11-27 to increase awareness. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).